Manufacturer narrative:
Continuation of d10: product ID 97740. Serial# (B)(6). Product type: programmer patient. Product ID 97754. Serial# (B)(6). Product type recharger product ID 37761. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the desktop charger (serial# (B)(6)) found the connector pins were bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported they were having issues charging their recharger for about 3 weeks. Pt mentioned the desktop charger (dtc) cord was connected to the recharger but it was not charging the recharger. Caller in the background mentioned they left the recharger to charge all night 3 weeks ago and the next morning it was blinking. Pt confirmed no visible damages to the dtc cord and pt confirmed light was green when dtc cord was plugged into the outlet and into the recharger. A replacement device was sent out to the patient. No symptoms were reported. Pt called back from number registered re-reporting information previously documented in this case. Pt said they received the dtc however, their insr was still not charging and now the screen was blank/unresponsive. Pss walked pt through resetting the insr and plugged in the dtc, however, the insr remained unresponsive. Pss sent email to repair for insr replacement. Additional information was received. It was reported that the pt received the insr replacement, confirmed that the insr was now charging from the dtc however, they were now unable to get the ins recharged. Pt said they were not getting any coupling bars when trying to recharge. Pt tried recharging on the call and saw the reposition antenna screen on the insr. Pt then tried connecting with the patient programmer and the programmer did not power on. The pt did not have aaa batteries to try in the programmer to confirm ins battery life. Reviewed possible over discharge with pt, sent email to manufacturer representatives (reps) for further assistance and redirected the pt to their healthcare provider (hcp). Additional information was received from a family member. It was reported that, in regards to the circumstances around the controller issue, the pt was in the hospital for 4 weeks and was unable to charge. When asked if it was confirmed if the implantable neurostimulator (ins) was over discharged, the family member stated "yes, I think so". When asked about steps taken to resolve the issue, the writer stated they received replacement devices.